Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. The insulin pump was received with corroded motor home switch and corroded battery tube. The insulin pump received with minor scratches on lcd window.

Event description:
The customer reported via phone call on (B)(6) 2017 that they received a critical pump error. The customers blood glucose was unknown at the time. The customer is a (B)(6) male whose weight is (B)(6). The customer noted they saw the message ¿critical pump error¿ on the display. Customer stated he was in the water for 20 minutes when it stopped delivering. Troubleshooting was not performed and the customer did not seek any form of treatment. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.